Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their device was alarming calibration error. Customer states they had a calibration error the previous evening with the sensor. Customer stated they could not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 454 mg/dl at time of reporting and customer was treating with manual insulin injections. Nothing further reported.